Manufacturer narrative:
Batch review performed on november 06, 2018. Lot 1314253: (B)(4) items manufactured and released on 20 november 2013. No anomalies found related to the issue. To date, no similar event on the same lot has been registered. Visual inspection performed the 30th of october 2018 by r&d product manager. Pictures received with the complaint were also considered. Brakeage of the hex key. The instrument is intended for preliminary placement of the setscrew on the tulip, the instrument is designed with a longitudinal cut on the front part (split design) to allow elastic bending and retentive effect on the setscrew. Of course the "split design" make the instrument non suitable for tightening of the setscrew. The tightening of the setscrew needs to be performed by a dedicated instrument (9nm torque limiter set screwdriver or equivalent.) Which is made without longitudinal cut and with an appropriate material to withstand the tightening force. In this case, apparently the surgeon tried to tighten the setscrew by means of the temporary set screwdriver causing breakage of the same.

Event description:
During the pre-tightening to do the compression, the tip of the temp. Screw driver broke. The surgeon removed the instrument broken part (it was stuck in the set screw) and completed the surgery successfully.